Manufacturer narrative:
(B)(4).

Event description:
It was reported that the two days after the implant procedure, the patient experienced dyspnea. An angioscopy was performed which revealed pericardiac and pleural effusion. On (B)(6) 2015 the patient went into cardiac arrest and deceased. The cause of death was reported to be pulmonary embolism. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.